Event description:
It was reported on 08/30/2022 by a sales representative via email that an 5042-100 and 5025-300 drivers are bent. This was discovered during an unspecified time with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned 5042-100 had twisted. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of the failure is use error due to excessive force on the device.